Manufacturer narrative:
Updating FDA reporting follow up task owner.

Manufacturer narrative:
UDI #: (B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. In addition, the patient's other underlying risk factors which included his history of end-stage renal disease and being on dialysis likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this (B)(6) male patient with a bioprosthetic aortic valve, implanted approximately for one (1) year and two (2) months, underwent a valve-in-valve procedure due to symptomatic severe aortic stenosis secondary to bioprosthetic valve dysfunction. A tavr was successfully performed with an edwards transcatheter valve. Post echo with tte showed no perivalvular leak. The post-implant mean aortic valve gradient was 6mmhg. The patient was transferred to the ccu in stable condition. He was discharged home on pod #2.